Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It would not pass the helium leak test; it was losing helium rapidly at full pressure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10, h11. Corrected fields: h4. The field service engineer (fse) discovered that the connection going to the helium gauge had become somewhat loose and was leaking out. The fse disassembled the connections, verified that the seals were ok, cleaned, and reassembled the unit. The unit passed the leak test. All tests passed to factory specifications. Returned the unit back to the customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).